Event description:
It was reported that the bd vacutainer® blood transfer device holder with female luer adapter experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm got mixed.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter on the packaging with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® blood transfer device holder with female luer adapter experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm got mixed.